Manufacturer narrative:
This report is submitted on 22 october 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to recurrent infection in the site of the wound. Patient was treated with antibiotics (date and duration not reported) however, the issue did not resolve. The patient has not been reimplanted with a new device as of this report on (B)(6) 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 4, 2020.